Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician had difficulty advancing the peg tube through the abdominal wall. The physician had to extend the incision originally made in order to place the peg. It was noted that the original incision was of standard size. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician had difficulty advancing the peg tube through the abdominal wall. The physician had to extend the incision originally made in order to place the peg. It was noted that the original incision was of standard size. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of difficulty advancing the peg through abdominal wall. : the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the device to have been cut at approximately 14 mm proximal the outer ring. An examination of the returned proximal portion found the thermoformed tubing, inner and outer rings and connector to be without issue. The condition of the returned device could not be functionally evaluated with respect to feeding tube difficulty placing. The distal portion of the device was not returned because it had been placed in the patient. Although the customer did not provide the size of the initial incision, it appears the incision size was too small for placement. Per the event description, the user extended the original incision during the procedure to facilitate placement of the device. Additionally it is possible that patient anatomy presented a torturous path which can cause difficulty during product placement. Therefore, most probable root cause is operational context.